Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 67 cm proximal to the lead tip. The proximal fragment was not returned. The analysis showed that the distal region including the lead tip and ring electrode were found covered in calcified tissue residuals, which is assumed to be the root cause of the observed loss of capture and pacing. Furthermore, a fractured coil and damaged insulation were found, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was explanted due to loss of capture and pacing. Should additional information become available, this file will be updated.